Event description:
During use, the guidewire snapped as dr (B)(6) was attempting to cross a calcified lesion. Luckily it gripped the support catheter and he was able to get it out. Request to test for metal fatigue.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During use, the guidewire snapped as dr vikram was attempting to cross a calcified lesion. Luckily it gripped the support catheter and he was able to get it out. Request to test for metal fatigue.